Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) on (B)(6) 2017. It was reported that an overdischarge (od) was suspected because the patient had an unrelated neck surgery and had not charged since (B)(6) 2017. The rep met with the patient to perform the antenna locate (al) feature to pull the battery out of od. The patient was then able to charge the implantable neurostimulator (ins) normally but they charged for three hours and the battery level could not get past 75%; it was reviewed that charging after od may be erratic. The rep stated that the patient claimed that they had to charge a lot before the od and they never had another od event. There were no further complications reported or anticipated. Additional information was received from the manufacturer representative. It was reported that the patient was encouraged to charge everyday until they the ins was full. The patient reported that they were able to achieve 100% charge level and the issue was resolved. It was also noted that the patient had 8 bars when charging. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that sometime during the week of (B)(6) 2017, the patient was not able to turn on their ins and could not charge the ins. When they tried to charge it they got the reposition antenna screen on their recharger. The patient had turned off their ins and thought it would hold a charge if it was off. They did not need their ins because they were on pain medications and were not hurting. It was noted the patient had 4 neck fusions and x-rays performed, which were not related to their ins therapy for their lower back. They were redirected to their doctor to have their device checked. No symptoms were reported. No further complications were reported or anticipated.